Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/05/2014 with the following findings: when the pump is booted the display is a dim red color. The battery compartment is cracked. The crack runs between the case seal and the battery cap. The keypad is torn beneath the ok button symbol and during testing the ok button was found to be intermittently unresponsive. The keypad cover was removed contamination was found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.